Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. One used cxi support catheter was returned for investigation. The catheter is separated into two sections. Proximal section is 73.4 cm in length. The distal section is 15.4 cm in length. The total length is 88..8 cm which is in specification. Both ends of the catheter at the separation site are frayed. The catheter force at break meets requirements. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record shows one non-conforming event that is not related to the reported failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A cxi support catheter was used in a re-do by-pass with graft/right iliac seating. It was reported that the tip of the catheter fully separated during the procedure. It was further reported that the tip was retrieved separately from the catheter, the entire component was removed without any harm. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.